Event description:
It was reported that, during a tonsillectomy, the wand wires broke at the tip. The fragments were retrieved from the patient by suction with the vacuum system. Before proceeding, the surgeon re-examined the site with the scope. As there was not a back-up device available, it was used the curette and bipolar diathermy to complete the procedure. Surgery was not delayed. Patient injuries or other adverse consequences were not disclosed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Most likely, the wand reached its end of useful life, as this will cause the wires ¿electrodes¿ to disintegrate. Factors unrelated to the design and manufacture of the device which could have contributed to the reported event includes extended ablation or use of power level settings above the recommended default levels. There were no indications that would suggest that the device did not meet product specification upon release into distribution.